Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been complete. Upon receipt, the monitor failed a pulse test. Service investigation revealed broken solder connections on several components on the ca and defibrillation pca boards. U6 on the ca board and u15, u17 and u18 on the defibrillation board had broken solder connections. In addition r84 of the defibrillation board was cracked. The damaged components caused the monitor to fail the pulse test. The root cause for the damaged components was unable to be positively determine, but was likely caused by physical abuse. No adverse event resulted from the damaged components. The last pt to use this monitor did not report any deficiencies.